Manufacturer narrative:
Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
Per the received medwatch ((B)(4)), after implantation of an unknown hakim valve with rickham reservoir, the physician was unable to withdraw csf from the device. There is no report of symptoms or adverse events associated with this event for the patient. The treatment for this event has not been reported. The patient¿s medical history includes neuronal ceroid lipofuscinosis. The valve was implanted for infusion of the study drug, brineura. While at the hospital to receive his brineura infusion, an emergency occurred when no cerebrospinal fluid returned when the patient's port was accessed. A computerized tomogram was performed; however, the results were not reported.